Event description:
It was reported that the procedure was to treat a mid left anterior descending artery, with only mild calcification and mild tortuousity. After pre-dilatation was performed with a 3.0 x 20 mm trek balloon, the 3.0 x 28 mm xience v stent was implanted without issue. The xience v stent delivery system (sds) was withdrawn at which time angiography revealed a vessel perforation. The sds balloon was inflated at the perforation; however, the perforation did not seal; therefore, a graftmaster stent was implanted and successfully sealed the perforation. The patient was stable throughout. No EKG changes; however, the patient did experience some chest pain prior to implanting the graftmaster. There was good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Perforation is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.